Event description:
It was reported that during central processing, that the monopolar curved scissors instrument shaft snapped, it's still attached together, though it didn't break off completely. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint ¿shaft snapped, it's still attached together, it didn't break off completely¿. The instrument was found to have the main tube broken. No measurable pieces were missing, however, small shards of the main tube have splintered off from the breakage. The tube is broken all the way around, however, the two broken pieces remain intact. No functional test could be performed on an in-house system due to the damaged condition of the instrument. The cables within the main tube are not damaged at the point of the breakage.